Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. No product or photo was returned by the customer. It was reported by the customer that the lipid back up into the filter and cause it to clot could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model# 10011865 and model# 2426-0007 because lot numbers were not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: "we are experiencing issues with the current air filters not acting like a one-way valve and are having lipids back up into the filter."